Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient presented due to intermittent chest pain with nausea after getting ¿permcath¿ replaced after missing dialysis. It was also stated that the patient suffered from type 1 spontaneous myocardial infarction with unknown location later after the patient received ¿permcath¿. The patient was hospitalized from ¿(B)(6) 2023¿. It was known that there was elevated troponins from ¿(B)(6) 2023¿= 322ng/l (nanograms per liter) to 579ng/l on ¿(B)(6) 2023¿. It was stated that it was unknown if dual antiplatelet therapy was held for permcath procedure. It was also unknown if holding antiplatelet led to chest pain. The patient was a former smoker. Due to underlying metastatic lung cancer with progressive functional, general health decline and there was poor tolerance of treatments. A heart cath was not pursued, instead medical treatment with aspirin and palliative care was consulted and taken in response to this ae (adverse event). The ae was also not treated with a percutaneous transluminal coronary intervention. There was no surgical procedure done. Ae (adverse event) was submitted now due to therapy relevance. It was mentioned that based on the sponsors assessment to the device and procedure it was possibly related both to the procedure and company¿s reported device. There was no issue with any of the nc euphora balloons or launcher used during the index procedure. The patient did not recover, and it was not resolved.